Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : unknown.

Event description:
During the drilling of a burr hole, ad tech drill bit broke. There was no observable cause of the breakage. There was no patient impact. Patient was supine, with a mayfield head holder, undergoing an seeg procedure. Drill bit was replaced and no delay to the case was caused.

Manufacturer narrative:
It was reported that during the drilling of a burr hole, ad tech drill bit broke inside the drill adaptor. The most probable root cause of this event is that because of the friction between the drill bit and the drill adaptor during drilling, the metal heated up and swollen which caused the mechanical jam and the breakage of the drill bit. However, this cannot be confirmed as the drill adaptor was not returned at manufacturing site for investigation purposes. The drill adaptor is still fully functional and in use at customer location. The event described in the complaint is confirmed. D4 UDI# : (B)(4).

Event description:
During the drilling of a burr hole, ad tech drill bit broke. There was no observable cause of the breakage. There was no patient impact. Patient was supine, with a mayfield head holder, undergoing an seeg procedure. Drill bit was replaced and no delay to the case was caused.